Manufacturer narrative:
Tensile cracks and bending were observed under the stereo microscope. There were no indications of material or manufacturing defects observed . The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Device activation arm snapped off during the distraction process. Replaced bottom half of the distractor with activation arm.